Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reports that on (B)(6) 2017 her insulin pump was displaying e-4 occlusion error in which she was unable to clear. At that time, the patient changed to insulin therapy via syringes. On (B)(6) 2017, the patient states she faced a low blood glucose reading causing her to pass out. Ambulance was called and treatment was administered. Patient does not know what treatment was administered. Patient was not taken to the hospital. Patient states the low blood glucose reading was due to the fact that she is not as comfortable managing her insulin therapy with syringes versus the insulin pump. The infusion device was requested to be returned for product evaluation.